Event description:
Information was provided that, the catheter was inserted without any problem in 2006. The patient returned six days later, with inflammation in the insertion area. Patient had phlebitis and was treated with antibiotics and anti-inflammatories. The catheter was removed six days later. Catheter was sent to the hospital laboratory, where bacterium bacillus spp was found.

Manufacturer narrative:
Evaluation: one unopened device from the same lot as the device in question was returned to our facility to assist in our investigation. A review of records found the devices passed all sterility testing. A visual examination of the returned product found the seal and lidstock was intact. At this time, we are unable to determine why this difficulty may have been experienced.